Event description:
The user facility reported that steam was emitting from their sterilizer and making a "loud noise". No report of injury however, procedures were delayed as the user facility could not utilize the unit to sterilize instrument trays between procedures.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the safety valve on the generator required replacement. The technician repaired the sterilizer and returned the unit to service.